Event description:
It was reported that during surgery on a date unknown to the customer, that the handle of the meshgraft was stuck on the skin graft mesher; during handling, when rotating to advance the skin removal, it is necessary to force effectively. There was no harm or injury to the patient and no reported delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: france. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was stuck and would not rotate; the comb and bottom roll were damaged, and the ratchet gear was worn. The comb, bottom roll, gears, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.